Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This rv lead was replaced with the same model. No additional adverse patient effects were reported.